Manufacturer narrative:
On 5/10/2016 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Unconfirmed. No return of device for evaluation. Device history evaluation - DHR review: nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Manufacturer narrative:
To date the, device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
A total laparoscopic hysterectomy & bilateral salpingo-oophorectomy was being performed. Laparoscopic bowel grasper was being used and a piece of the instrument broke off inside the surgical wound. The fragment was retrieved. The anchor pin is still intact that holds this piece to the shaft and grasper. No adverse event.